Event description:
The manufacturer field service technician reported that the device was missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9 correction: device evaluation information clarified the component missing was o-ring and it is unlikely to cause or contribute to a serious injury or death. There is no evidence to suggest filing is necessary. If additional information becomes available, the decision will be reassessed. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
Per the manufacture service technician, the missing component was o-ring. During service.